Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent, and with blood covered the helix.tip. Removed the blood and discovered that the helix tip was hooked into the mcrd (monolithic controlled release device) and stuck in it, and that prevents the helix extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the physician was unable to extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.